Event description:
Rptr complains of capsular contractures, pain between shoulders, joint pain, tiredness, hand swelling, hair loss, burning eyes, ringing in ears, tingling and numbness, nerve problems in left arm, depression, memory problems, arthritis symptoms with joint swelling, pain and stiffness, hardening of skin around the implant, muscle fatigue, general aching and stiffness, and fear of health problems which could arise from present symptoms. (See also 1001860.)